Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly while the pump was charging. Customer's blood glucose was 346 mg/dl. Tandem technical support assisted customer with powering pump on. Multiple attempts were made by tandem technical support for additional information, customer did not reply.